Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that an asymptomatic patient presented to the clinic for a routine follow-up. During interrogation, the pulse generator was found in backup mode. The device was explanted and replaced.

Manufacturer narrative:
Analysis confirmed normal battery depletion.